Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It is reported there was a postoperative issue regarding this device. The surgeon reported he determined the glenosphere device had become disengaged from the baseplate and was floating in the joint space. There was no event, the patient said he was in bed and felt a pop. Upon seeing the surgeon, it was thought it was simply a dislocation but x-ray confirmed it was a glenosphere disengagement. It was reported that no patient injury is alleged. Additional info was received on 12/02/2014. The original description narrative was repeated/confirmed, the glenosphere is disengaged. Primary reverse total shoulder was the original procedure. During a two week f/u visit the patient reported that he was sleeping at night and felt a "pop". (B)(4) actually covered the case. Both (B)(4) feel the event is 100% technique related, improper technique was performed. This is not an implantation issue. The revision procedure has not happened yet because of patient illness, unrelated to the device. A new glenosphere device will be provided for the revision procedure. The reverse baseplate remains in place and will not be removed. They will replace the glenosphere and return the product when the revision surgery happens. An x-ray image was provided via email on 12/02/2014.